Event description:
It was reported the pt developed a rash over the site of their implantable pulse generator (ipg). The pt was reportedly admitted to the hospital with a suspected infection of the ipg site, but testing ruled infection out. The rash persisted, and the ipg was removed. It was stated the pt's health care provider planned to implant at some point in the future. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4) . The device and extensions have been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.